Event description:
The customer reported experiencing high blood glucose of 345mg/dl. The customer had unexplained high glucose for more than three days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The customer was treated with the insulin pump and manual injections. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and failed. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.